Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery (rcfa) was attempted with two proglide devices using the pre-close technique via a 5f sheath prior to a percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the sutures of the two proglide devices were successfully pre-placed in the rcfa and the left common femoral artery (lcfa). The sheath was upsized to a 14f and the pevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in the lcfa; however, diminished pulses were noted in the rcfa. A femoral angiogram confirmed that the vessel was occluded, one of the two proglide devices used in the rcfa was stitched to the back wall and closed the artery. There was a clinically significant delay in the therapy as a femoral endarterectomy under general anesthesia was performed the next day to restore blood flow. Hemostasis was achieved via surgical suturing. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment(s) appears to be related to circumstances of the procedure. The patient effects of occlusion and diminished pulses are listed in the perclose proglide instructions for use as potential adverse events of use of the device. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.